Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector damaged/service code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. Additionally, the rear 2 therapy electrode was missing from the belt. The root cause for the damaged connector was excessive force. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt had a damaged connector and the patient was experiencing a service code 204 (belt unusable).